Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lcma. Approximately 21 months post index procedure, patient was hospitalized post dialysis and died 2 days later.

Manufacturer narrative:
Additional information: death event was classified as sudden cardiac death. Investigator assessed that the event was not related to index device or antiplatelets medication. It was indicated that the cause of death was lead by cardiopulmonary arrest, hypotension, mesenteric ischemia and bowel necrosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: update 06 apr 2020: event onset date updated. Safety commented "death". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event term has been updated to cardiopulmonary arrest with an outcome of death. If information is provided in the future, a supplemental report will be issued.